Manufacturer narrative:
Other text: additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd solis pump, it was noted that the bag was empty was the pump indicated there was 14.4ml left in the bag, infusion finished early. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, one of the tests was found to be over the manufacturing specifications. Therefore, service recommended that the pump's expulsor to be trimmed to bring the delivery into more nominal of a range. The upper stream occlusion (uso) seal was noted to be torn off. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.